Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad and device heating up anomaly due to blank display. Also, received with moisture damage on the motor and force sensor. Device was received with case cracked on the side of the device near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer¿s blood glucose was unknown. The insulin pump was over heating, exposed to fluid and side of the battery compartment was damaged. The customer saw a discolored on the right hand corner on the screen and keypad was unresponsive. The troubleshooting was performed for the over heating, fluid exposure and damage. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.